Manufacturer narrative:
Section d4 gtin of the initial medwatch report was blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The third party service agent contacted physio control to report that their customer device would not complete the boot up cycle. It was also reported that the service led was flashing. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The power pcb assembly was further evaluated by physio control and the cause of the reported issue was determined to be due to a fault of crystal, designator y2. The power output to the device would fluctuate, not allowing the device to fully boot.

Event description:
The third party service agent contacted physio control to report that their customer device would not complete the boot up cycle. It was also reported that the service led was flashing. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device would not complete the boot up cycle. It was also reported that the service led was flashing. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The third party service agent contacted physio control to report that their customer device would not complete the boot up cycle. It was also reported that the service led was flashing. There were no reports of patient use associated with the reported event.